Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a call service alarm (cs 078) issue. It was reported that the pump emitted a cs 078 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/29/2016 with the following findings: the black box and alarm history showed cs 078 call service alarms. The pump¿s ¿ez-prime¿ steps were performed correctly and no cs 078 alarms or any errors, alarms or warnings occurred during the 24 hour duration test. The initial ¿call service alarm¿ complaint was unable to be duplicated during the investigation. The pump was opened and there was evidence of moisture found on the motor flex cable and the connector. Unrelated to the initial complaint, it was observed that the bolus button cover was torn but the bolus button was still operable.